Manufacturer narrative:
On 22-jan-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufactured date was updated to 15-mar-2017 per mre. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 400cc mentor memorygel breast implant, catalog # 3504001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old female patient underwent a breast reconstruction revision with a 680cc gel mentor memoryshape breast implant and experienced postoperative right-sided breast pain and breast cyst. Patient reported that she has had cancer before and noticed a bump on her right side. Patient had ultrasound and mammogram performed and a cyst was found, doctor confirmed it was small and free of cancer. Patient also reported pain on the right side and that the breast appears severely dimpled. As a result, the patient is planning on explantation, but at the time of this report, mentor has received no information regarding an expected explantation date.